Event description:
Iab was inserted pre-operatively. Insertion was noted as uneventful. Pt was taken to or. Soon after arrival, the iabp experienced gas alarms and frank blood was observed in drive line. Iab was removed. A re-insertion was not required. There were no reported pt complications.